Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 75% stenosed target lesion being treated was located in the moderate calcified left anterior descending (lad). Due to resistance encountered, the stent was unable to cross the lesion. As the physician was withdrawing the stent delivery system, the stent dislodged in the lad. The physician used an unknown size balloon and wire to withdraw the stent to the radial artery. Finally, the dislodged stent was successfully implanted in the radial artery with the placement of an unknown size non-bsc device to complete the procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).